Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Foreign matter was reported in the product of expired product.

Manufacturer narrative:
One hundred (100) unused product samples were received. A small brown spot was seen on the product. The product samples have been sent to the manufacturing site for further evaluation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
A batch record review found no discrepancies related to this complaint. Process checks and quality checks were performed with acceptable results. The sterility certificate was reviewed and the product was sterilized according to requirements. The nonconformance (nc) initiated after evaluation of the review samples reveals that the associated lot was made according to specification however, the device associated with this complaint did confirm the reported issue of foreign matter. This nc investigation has been approved and is complete. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).